Manufacturer narrative:
Weight: unknown ethnicity: unknown race: unknown (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -05.50/+1.5/084 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting, significant reduction of irido-corneal angles, glare/haloes and blurred vision. The lens was replaced with a shorter lens and the problem was resolved.